Manufacturer narrative:
Other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of service and repair records. There device was not returned, so complaint could not be verified.

Event description:
It was reported that the pump was leaving quite a bit of medication in the bag after infusion. No patient injury was reported.